Manufacturer narrative:
Batch review performed on 08 march 2023, lot 1810370: (B)(4) manufactured and released on 14-march-2019. Expiration date: 2024-02-28. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review. Additional involved implant batch review performed on 08 march 2023 on gmk-sphere 02.07.1202l tibial tray fixed cemented size 2 l (k090988) lot. 1810451 lot 1810451: (B)(4) manufactured and released on 21-march-2019. Expiration date: 2024-03-05. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 3 years 8 months after the primary, the patient came in reporting limited range of motion and the cause is unknown. The surgeon revised the tibial tray and insert. The surgery was completed successfully.